Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting reveled high impedances on both occipital leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the occipital leads were replaced. During surgery, x-ray imaging revealed both supra-orbital leads were accidentally pulled. As a result, the supra-orbital leads were repositioned during that procedure.

Manufacturer narrative:
Date of event is estimated.